Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. After performing the light intensity tests, it was found to be 18 lumens in both ports, which is within the acceptable 10-22 lumens range, and the xenon lamp was at 112 hours. The system, therefore, had no problem. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low illumination.